Manufacturer narrative:
Result of investigation: vyaire failure analysis was not able to duplicate the reported issue. The uut (unit under test) was tested and found to function within specifications.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lap top ventilator 2200 vti (inhaled tidal volume) was measured to be 252 ml, below the acceptable range of 265-335 ml. As of this time, there is no information of patient involvement associated with this reported event.